Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, local swelling, and redness around the device pocket after the device had been migrating to the surface with slight erosion. It was noted that the device area had become more irritated with activity and with the use of a seat belt. Approximately a week later, the patient was given antibiotics as a precaution. The patient's symptoms continued to persist with no relief from antibiotics, so an official diagnosis of device infection was made about a month later, followed by the implantable pulse generator (ipg) system explant. The system was later replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.